Event description:
New information received states that another instance of post paced t wave oversensing was observed. Further programming changes were made. The patient was asymptomatic and patient was good.

Event description:
It was reported that the asymptomatic patient presented remotely. Post-paced t-wave oversensing was observed on stored records. The patient did not receive therapy during the oversensing. Programming changes were made. Patient condition was good.

Manufacturer narrative:
(B)(4).